Event description:
Boston scientific crm received information that the patient implanted with this product was hospitalized as the lead had shock impedance measurements greater than 125 ohms. It was also reported the lead had very low sensing values. An x-ray was performed and the lead appeared to have been dislodged. A revision procedure was later performed and the lead was explanted. During the procedure, as the device was being removed from the pocket, the distal high voltage connecter came out of the device header, as the setscrew was not properly seated. No adverse patient effects were reported.

Manufacturer narrative:
The lead is expected to be returned for analysis. This event will be updated and resubmitted upon return and completion of analysis.

Manufacturer narrative:
Upon return, the lead was analyzed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pins noted setscrew marks on all but the distal high voltage terminal pin. Analysis also noted stretching of the shocking coils and separation of the medical adhesive from the lead body near the coils. Analysis concluded the lead was electrically operating normally, and analysis was unable to reproduce the reported observations. However, the absence of a setscrew mark on the distal high voltage terminal pin is consistent with the report that the distal setscrew was not properly seated. This may have contributed to the clinical observation of high shock impedance.